Manufacturer narrative:
The device involved in the event has not been returned as it was implanted but the pushwire may still be returned; therefore the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the implant coil prematurely detached when there was approximately 1 cm of coil left in the microcatheter. The rest of the coil was pushed out of the microcatheter and loaded into the bleeding vessel. Then a stent was used to secure it to the vessel wall. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of a unruptured saccular aneurysm measuring 4mm x 3mm located in the ophthalmic segment of the internal carotid artery (ica). The patient¿s blood flow was normal and the vasculature was severe in tortuosity. There are no images for review.